Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and customer was changing battery inside of the insulin pump switched off and not coming back on. The customer was assisted with troubleshooting and the display did not return. Customer stated the contacts on the battery cap were neither missing nor damaged and also reported that serial number was faded. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.